Manufacturer narrative:
Medtronic rep tested system and could not duplicate issue. Software behaving as designed. No impact on pt outcome.

Event description:
Medtronic representative called to report the site was experiencing red status with the system and unable to see sterile frame or probe during navigate. Surgeon discontinued use of the system during a cranial case. No impact to pt was reported.